Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark so caller could not confirm any power source alerts. There was no reported impact to the customer¿s blood glucose level. Customer plugged pump into power without pressing any buttons, pump turned on successfully, and issue was resolved with no further action reported.